Manufacturer narrative:
Date sent to the FDA: 02/26/2016.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent total laparoscopic hysterectomy on an unknown date and reservoir was attached to a drain. On (B)(6) 2015, during use in ICU, the reservoir did not drain and swell when negative pressure was applied. There were no adverse patient consequences reported. Additional information has been requested.